Event description:
The customer reported during shift check, the battery port of the autopulse platform (sn (B)(6)) was bent when the autopulse li-ion battery (sn (B)(6)) was removed. The battery had been jammed into the device. The battery was stuck, and the customer sent the platform to their clinical engineering department for removal. They are unsure if the platform can be powered on with the damaged battery. No patient involvement. Please see the following related MFR report: MFR #3010617000-2023-01066 for the autopulse platform.

Manufacturer narrative:
The li-ion battery in the complaint has been disposed of by the customer and will not be returned for investigation.